Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k number of this medwatch correspond to the device currently marketed for sale in the us. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion in the mid left anterior descending artery with mild tortuosity, moderate calcification and 99% stenosis. A 2x12 mm tenku rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The tenku was soaked prior to use and the tenku was prepped (air aspiration) outside the anatomy prior to use. The tenku was advanced toward the target lesion; the balloon was inflated once up to 10 atmospheres without issue. During the second inflation the balloon ruptured at 14 atmospheres. The device was removed and a non-abbott balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.